Event description:
It was reported that three devices were used during a laparoscopic nissen fundoplication. It was reported by the rep that the seals are torn in all three devices (two-512s and one-355s). The one 512s with the lot number, had a torn seal when taken out of the package. New trocars were used to complete the case. There was no consequence to the pt.